Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio observed that the internal hybrid layer capacitor (hlc) batteries are damaged and will not hold a charge. The cause of what led to the hlc batteries becoming damaged, could not be determined. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.